Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. No medical intervention was required. No additional event or patient information is available.